Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. In the course of the analysis the lead showed multiple abrasion marks along the lead body as well as cuts in the insulation, most likely resulting from the extraction procedure. Furthermore the conductor coils were found fractured 49 cm distal to the is4 connector pin. This damage can be considered the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 23 months, oversensing on the ventricular channel was reported. According to update the lead was explanted on (B)(6) 2020.